Manufacturer narrative:
Customer stated they have apa syndrome. Per product labeling, this may cause false-high inr values and false-low quick values. Where apa is known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received questionable result from coaguchek vantus meter serial number (B)(4). The meter result was 2.5 inr and the result from a laboratory using an unknown reagent was 2.0 inr. The therapeutic range was 2.5-3.0 inr.